Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 04/08/2014 and 04/11/2014. A device was not received for evaluation. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the sponge of the minicap was not contained in the cap. The caller stated no issues were noted with the shipping container or the over-pouch. The event was observed before use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). An unused device of the same lot as the acual device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow-up report will be submitted.